Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to manufacturer was added as well. H6: type of investigation.

Event description:
To date, additional patient or event details were received which have been added in h11 (addl mfg narrative). Photographs depicting the issue were received from the complainant.

Event description:
Unomedical reference number (B)(4). Event occurred in kuwait. It was reported that the patient received damaged packaging of infusion set boxes. Moreover, packaging was not sealed properly. No further information available.

Manufacturer narrative:
Patient's city: (B)(6).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Samples received: the complaint (B)(4) has been evaluated according to malfunction. Primary pack has incomplete or open seal/weld, is torn, ripped, contains holes, exhibits external contamination (e.g. Water marks, stains) or product is trapped in packaging (e.g. Trapped in weld). The lot 5413201 in question was produced at reynosa ID site. Investigation process of the complaint was carried out in accordance with work instruction-3802038 version 11 complaint investigations. One picture received where the blister of the infusion set can be observed deformed like a melted, the reference samples were inspected, and they were found within specifications. The following test was performed: visual inspection according to with 4902118, sampler book for products packed on multivac.doc ver. 33. The picture to blister of the returned infusion sets failed the test. Batch review the batch listed in the trackwise complaint parent record was reviewed and confirmed to be accurate. Uno quick-set 110/9 sc1 meca was manufactured under sap code (B)(4) and manufacturing lot number 5413201 on 04-feb- 2023. (B)(4) final units were manufactured. The batch record confirms this information. Review of the device history record showed that all relevant tests required during the related process had been fulfilled and met the requirements. Related items: lot 5413201 was sterilized and released, based on review of results of sterilization. The batch record confirms relevant in-process checks were made. A query was run in trackwise against lot 5413201 and zero nonconformity had been registered for the mentioned ot in trackwise. A query was run in trackwise against malfunctio, primary pack has incomplete or open seal/weld, is torn, ripped, contains holes, exhibits external contamination (e.g. Water marks, stains) or product is trapped in packaging (e.g. Trapped in weld) and part number mmt-396a and 3 other complaints has been registered in tw since the last 12 months. The post marketing survellience trending of the product and malfunction was considered: a review of last 3 months of trips and alerts did not find anything related to this product. Were there to be any trends picked up, this would have flagged on the trips and alerts according to the market quality review (omqr) procedure. Investigation conclusion: as a result of the following: no reported harm, no defect on test in the batch review was found, non-conformance (nc) raised during production, no other complaint received on the lot in question. 3 other complaints of this nature were received on dhf number 1728390, the complaint is considered as an isolated event because the failure was not confirmed. No further actions are required. Investigation identified that the most likely root cause was outside of convatec control. No further investigation is possible. This issue will be monitored through the post marketing survellinence product trends and malfunction according to the market quality review (omqr).